Event description:
It was reported that the wire was broken when they went to retrieve the catheter. The broken part was blocked in the body of the patient. The physician (B)(6) documented "but the cougar was not the reason for the death."

Manufacturer narrative:
(B)(4). Material separation evaluation is currently being performed on the returned device. Once the evaluation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual device used during the case was returned and evaluated. Visual examination of the returned device revealed that the guide wire is separated. The remaining wire measured approximately 187cm in length. The coil wire was unraveled and was separated from the core wire and the tip of the guide wire was not present. The distal core wire measures 26.5cm as measured from the proximal joint. Approximately 3cm of the distal tip was not returned. The lot number for the device is unknown and therefore a review of the device history record could not be conducted. The event is confirmed for guide wire separation; however, the exact cause is unknown. The analysis is complete as of today (B)(4) 2013.